Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device did not work and the procedure needed to be rescheduled. It is unknown if the patient had received any anesthesia. There were no adverse consequences and no medical intervention reported.